Manufacturer narrative:
Device remains implanted; therefore no device evaluation was performed. Without the benefit of examination and testing, coloplast cannot confirm the complaint or the cause of the occurrence. Device still implanted.

Event description:
Testicular/scrotal pain, implant too hard. Device remains implanted.